Event description:
Catheter was used for chemotherapy treatment. After completion of the chemo treatments, the catheter was allowed to remain in place for routine blood draws. During the last visit the pt experienced pain and felt a "pop" during the flushing procedure, after which no blood could be drawn from the catheter. The pt was taken to or for removal of catheter. The physician gently removed the catheter without resistance. However, the physician immediately noted that the distal portion of the catheter was missing. X-ray revealed the distal portion remained in the right atrium.